Manufacturer narrative:
The ipp cylinders were visually inspected and functionally tested; the kink resistant tubing of cylinder one was fatigued and worn to the filament resulting in fluid loss (a hole was present). Cylinder two was pressure tested and performed within specification; no leak was found. Both cylinders had a wear at a fold in the cylinder body. The momentary squeeze (ms) pump was visually inspected; the kink resistant tubing was worn to the filament, however, no leaks were identified. Product analysis concluded that identified fluid loss in the krt of cylinder one was the most probable cause of this event, as the device would not be functional after the system fluid was lost.

Event description:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No complaint report was included in the device return.